Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was getting the settings not available message on their controller and they had they no longer were getting pain relief on their left side anymore since their car accident in july. As the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to investigate the event and/or determine the cause of the event. The manufacturer representative (rep) was contacted to investigate the root cause and actions taken to resolve the reported issue. No response has been received at this time. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The suspected cause of the event was the patient¿s car accident affected their device. However, the distinct device failure caused by the car accident leading to the change in therapy and potentially the settings not available message was not reported to the manufacturer and was unable to be obtained through investigation activities. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. The settings not available message is designed to alert the user that the device is not delivering the settings as programmed. This is due to the voltage limitations of the intellis ins hardware. Because intellis uses constant current stimulation, the voltage is automatically adjusted by the ins to maintain the same current output regardless of the impedance. For nearly all but the lowest implanted impedances, programming the intensity higher will eventually lead to an oor condition for constant current systems like intellis. By displaying the screen the device is operating as intended.

Manufacturer narrative:
Correction: initial description of event was corrected and additional information received was also added to the description. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-13, information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was getting the settings not available message on the controller. It was reviewed the use of high therapy parameters could lead to high current draw and result in this message. It was reviewed to consider checking impedances on the programmed electrodes and consider changing electrodes that are currently providing stimulation. It was noted that the patient was using contacts 2 through 5 for therapy. It was noted that when reference was zero there was nothing above 1,090 ohms. The event occurred on (B)(6) 2019. The rep had stated that they were with the patient today to do some reprogramming as the patient had been feeling like the ins was not addressing the pain on their left side anymore. The caller noted that the patient had relief on the left side but that changed when the patient was in a car accident in (B)(6), the event occurred on (B)(6) 2019. No further complications were reported/anticipated. On (B)(6) 2019, additional information was received from a manufacturer representative (rep) reporting actions taken to resolve the ¿settings not available message¿ and the patient having a change in their pain relief was the rep was able to successfully program the patient and cover their pain in their left side. The cause of the ¿settings not available¿ message and the change in pain relief was undetermined. However, the rep indicated that the problem had been resolved. The rep believed that the pain was a new onset and possibly related to their motor vehicle accident and was not there originally. The patient¿s weight at the time of the event was unknown/. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.